Event description:
Pump declared a cartridge change error, and there was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the cartridge and inspect the o-ring, which was found to be out of place and damaged. The customer was assisted in filling a new cartridge and performing various checks and cleaning tasks on the pump, such as inspecting the pneumatic tap area and ensuring all parts were properly secured. Despite these efforts, the customer was unable to successfully load the cartridge, and further troubleshooting support was required.